Event description:
Physician was removing a cook urological stent from the pt in the or under anesthesia. As he was removing stent, it broke into 2 pieces. Md could get part of the stent, but not all. Pt was discharged home and returned the next day for an interventional radiology admission to remove remaining stent portion under sedation. As the 2nd md removed the stent, it once again broke into two pieces. He was able to remove the pieces. Plan is for pt to return for CT scans to verify all parts of the stent have been removed.